Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a male (age not provided), initials unknown with osteoarthritis (kellgren & lawrence grade 3 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (first course). It was reported that the patient was (B)(6) year old at the time of first course of synvisc. On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc injection of second course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date in 2001, the patient experienced synovitis of both knees. On unspecified dates in 2001, 97 cc fluid was aspirated from right knee and 105 cc fluid was aspirated from left knee which was clear and yellow (severe joint effusion). It was reported that the patient received treatment with intra-articular celestone (betamethasone), at a dose of 01 cc and xylocaine (lidocaine), at a dose of 02 cc for the events of synovitis of both knees and joint effusion of both knees. On an unspecified date in 2001, the patient second synvisc injection into both knees. On (B)(6) 2001, the patient received the third synvisc injection of the second course into both knees. On (B)(6) 2003, the patient underwent total knee replacement (tkr) of both knees. On an unspecified date (24 hours), the patient recovered from the event of synovitis of both knees. Action taken with synvisc was not provided. The outcome for the events of joint effusion of both knees and tkr of both knees was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of both knees and joint effusion of both knees was severe. The intensity for the event of tkr of both knees not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definite and unrelated with the event of tkr of both knees. The reporting physician did not provide the relationship between synvisc and the event of joint effusion of both knees. The qa (quality assurance) investigation results were received on 09-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 10-apr-2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.